Manufacturer narrative:
H2) additional information: a1-a5) patient information was unavailable from the site. B5) see b5 for additional event details. G3) report source selection updated. H6) FDA patient code updated to reflect additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a patient was involved with this event. It was also reported that the site ran calibrations at the time but it did not resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure type was unknown. The reported issue occurred intraoperatively after the spin. There was no delay to the procedure. There were no patient symptoms that the manufacturer representative was made aware of, and there was no reported impact on patient outcome. Neither navigation nor medtronic imaging were aborted due to this issue. Additionally, the surgery was not aborted.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep could not reproduce the reported issue. The imaging system passed the system checkout and was found to be performing as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the site was getting grainy images on the imaging system. The site representative who called in this issue did not have any details as to when this was discovered. There was no reported patient involvement.